Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 device history lot , part number: 03.010.151, synthes lot number: 6543868, release to warehouse date: 14-apr-2011, manufacturing site: synthes monument . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary visual inspection: the returned device was examined, and the distal drive tip was found to be stripped. Additionally deformation was noted on the proximal end at the quick connect. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. Functional test: the complaint condition related to inability to disassemble was unable to be replicated as no mating device was returned. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the star/hexdrive screwdriver shaft was stuck in the ao quick connect for the power driver after inserting a locking screw into a va condylar plate. The power driver was removed from the ao quick connect after it had been through decontamination. The star/hexdrive screwdriver shaft was found to be damaged and unusable. There was no surgical delay. Procedure outcome is unknown. There was no patient consequence. Concomitant devices reported: unknown locking screw (part # unknown, lot # unknown, quantity 1); unknown ao quick connect (part # unknown, lot # unknown, quantity 1); unknown va condylar plate (part # unknown, lot # unknown, quantity 1); unknown powered driver (part # unknown, lot # unknown, quantity 1). This report is for one (1) star/hexdrive scrwdrvr shaft t25 3.5mm hex/slf-retain 165mm. This is report 1 of 1 for (B)(4).